Manufacturer narrative:
The md indicated that the system had functioned until 08/21/96 when flushing with no problem occurred but blood aspiration was not possible. Urokinase was administered without success. A subsequent contrast study showed leaking of the dye. The pt because septic, developed endocarditis and expired. The md stated that the pt had a bad heart, but felt the infection developed from the system. The steriliztion records for the lot number of the device were checked and found to meet all requirements for a sterile, non-pyrogenic lot. No other freports of infection for this lot number have been received. The device was confirmed to leak from a slit in the catheter where the catheter fits over the portal outlet tube. The orientation and physical characteristic of the slit is consistent with a mechanical failure of unk cause.

Event description:
Area representative received a catheter with a note stating the physician would like to know what had happened to it. No other explantation was provided. The product had been implanted.